Event description:
Indication: chronic inflammatory demyelinating polyneuritis; common variable immunodeficiency, unspecified. Pt reported pump malfunction. Pt is nurse and does infusions herself. Pt had last pump maintenance on (B)(6) 2024. Pt stated pump is giving error code "20;0 empty lithim batt". Pt was advised pump needs maintenance and is unable to be fixed over the phone. Pt had medication pooled already at the time of pump malfunction, so medication was wasted. Pt lost IV pole in house fire and has no gravity tubing. Pt needs replacement medication of 400ml of 40gm, 100ml of 10gm, and 50ml of the 5gm (3 vials were affected) for a 7 days. Affected vials were partially administered. Unknown if affected vials are available for return. Pt did not provide any photos. Serial number, lot number, and expiration for pump are unknown. Pt did miss a dose/have an interruption to therapy. It was not reported if the pt experienced an adverse event due to the pump malfunction. Pharmacy is replacing pump. Unknown if pump is available for return. Unknown if md is aware. No additional information available. Patient information name: (B)(6).